Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non-product experience. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non-product experience. A new device was implanted. No additional adverse patient effects were reported. Additional information from the filed indicates it was explanted due to high capture threshold measurements. No adverse patient effects were reported.